Event description:
The pt is having trouble bending the knee. Surgery is planned. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
The pt is having trouble bending the knee. Surgery is planned. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.